Event description:
It was reported that the side port was occluded (blocked). Three damaged devices and one unopened device will be returned for analysis.

Manufacturer narrative:
Three used fast-cath trio adapters and one unopened fast-cath trio introducer kit were received for evaluation. Review of the device history record confirmed the lot met manufacturing requirements prior to shipment. Functional testing of the unused device revealed no anomalies. Two of the used adapters were received with clear fluid in the extension tube. Functional testing of these two adapters confirmed they met manufacturing specifications; no anomalies or blockages were noted. The third adapter revealed the extension tube detached from the side port. Microscopic examination revealed the presence of solvent on the detached portion of the tube, indicating the device had passed the relevant manufacturing step to bond the tube to the side port hub. The origin and cause of the detachment could not be confirmed. Functional testing revealed no blockage in this adapter.